Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 20.5 mmol/l (370 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient reported that insulin was leaking and the adhesive pad was wet. It was also reported that the adhesive was not secure at the time of the high bg levels and as a result, the cannula dislodged from the infusion site. To treat the patient's elevated bg levels, a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed and no issues that would indicate the cannula was dislodged. No issues were found that would indicate the pod was not delivering insulin. No issues were observed in the adhesive pad that would indicate a failure to adhere.